Event description:
A customer obtained multiple, reproducible, unexpected vitros ahbs results ((B)(6) on a single patient sample while using the vitros eciq system when compared to the result on a vitros 5600 system and roche cobas 6000. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected results were not reported out of the laboratory. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation determined that a customer obtained multiple, reproducible, unexpected vitros ahbs results from a single patient sample while using the vitros eciq system when compared to the result on a vitros 5600 system and a roche cobas 6000. The investigation could not determine a definitive root cause. A sample mix-up issue cannot be ruled out as a contributing factor. There was no evidence to suggest that an instrument or reagent related issue contributed to the event.